Event description:
The patient reported that since implant the patient has not had any follow up care. The man the patient was staying with was beating the patient. The patient stated that the day before the patient left they were slammed up against a wall where they could hear the battery pack had clacked against the wall. Ever since then the patient had been in excruciating pain and has not eased up. The patient stated that it could have been something like scar tissue. The change in the patient¿s therapy/symptoms was reported to be sudden. Additional information reported that the man they were living with refused to bring the patient back for any type of follow up care. The patient reported that ¿things just got worse and worse and worse and worse.¿ it was also noted that the patient went into the hospital because they couldn¿t stop throwing up. They had told the patient that their device didn¿t appear to be working and they had ¿bowel and¿¿ the patient did not remember what the healthcare provider told them. The patient was then discharged from the hospital. It was noted that the patient¿s device was working up until they were beaten. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.